Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the clinic received a transmission for a lead integrity alert with an indication of a variation in the right ventricular impedance and the sensing integrity count was noted. It was learned the patient died on the day of the transmission. It was also reported there was under-sensing of the device. A review of the transmission revealed the sensing integrity count had been consistently elevated and there was over-sensing of the atrium since the time of generator change and after re-programming was performed. It was determined the non-sustained ventricular tachycardia episode indicated a slow agonal rhythm that fell in and out of the tachycardia/fibrillation zone. A request for the cause of death was made, but was not known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.